Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pylorus to treat a gastric outlet obstruction secondary to gastrointestinal (gi) tract stricture during an esophagogastroduodenoscopy (egd) with pyloric stent placement procedure performed on (B)(6) 2024. During the procedure, the physician experienced difficulty in advancing the stent through the scope, but the stent was eventually advanced out of the scope. During stent deployment, the axios stent first flange was able to be deployed. However, the physician was struggling to deploy the second flange. The physician inadvertently pulled the scope back and the first flange moved proximally. The physician was not comfortable with the placement and decided to remove the catheter. The catheter was removed, however, the stent got stuck in the scope. The physician then pulled the scope out, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted to treat gastric outlet obstruction. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be implanted for gastric outlet obstruction.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis; the stent was not returned. Visual inspection found the inner sheath was detached as it was not returned. Additionally, part of the inner sheath was determined to be kinked. No other problems were noted with the delivery system. Product analysis did not confirm the reported event of stent partially deployed as the stent was not returned. The reported events of device interaction with another device, stent premature deployment, stent difficult to deploy and device difficult to advance cannot be confirmed as these events occurred during the procedure. The observed problem of inner sheath kinked was likely due to factors encountered during the procedure such as lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problem. The reported event of stent partially deployed is known and documented in the labeling; therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was implanted to treat gastric outlet obstruction. The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." Additionally, stent partially deployed is noted within the IFU as possible adverse event associated with the use of the device.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pylorus to treat a gastric outlet obstruction secondary to gastrointestinal (gi) tract stricture during an esophagogastroduodenoscopy (egd) with pyloric stent placement procedure performed on (B)(6) 2024. During the procedure, the physician experienced difficulty in advancing the stent through the scope, but the stent was eventually advanced out of the scope. During stent deployment, the axios stent first flange was able to be deployed. However, the physician was struggling to deploy the second flange. The physician inadvertently pulled the scope back and the first flange moved proximally. The physician was not comfortable with the placement and decided to remove the catheter. The catheter was removed, however, the stent got stuck in the scope. The physician then pulled the scope out, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted to treat gastric outlet obstruction. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be implanted for gastric outlet obstruction.